Manufacturer narrative:
A ge service representative performed an onsite investigation. The systems interface pcb and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of system will not boot up. The fse determined the cause of the problem to be the system interface pcb. The fse replaced the system interface pcb to resolve the issue. As a result of the system interface pcb being replaced it is necessary to re-flash/reload the node and calibration files that are on the nodes. The fse verified system functionality. The system interface pcb serves as an interface between the sbcs and other system components such as the generator interface board, and fluro function board specifically for the node software. If a component on the sib fails or a connector on the sib is damaged or the cable is not seated properly, system software would not be able to communicate between the boards. Based on age of the system, manufactured before 2005, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.